Event description:
The balloon ruptured during inflation and therefore it had to be replaced with a new product.

Manufacturer narrative:
This catheter is only approved for a ptv of the pulmonary valve indication. It was being used for aortic coarctation which is an off label use. An inflation device with pressure gauge was not used as is recommended in the instructions for use. The balloon was over pressurized because of the use of an injector. The labeled rbp for this catheter is 6.0 atm (88 psi). The report stated that a 5ml injector was used to inflate the balloon. A 5ml injector generates as much as 300 psi (20 atm) of pressure at a fast rate.